Event description:
It was reported that during a subintimal recanalization treatment procedure, a balloon rupture occurred. Vascular access was obtained via the groin. The moderately tortuous and moderately calcified target lesion was located in the totally occluded distal superficial femoral artery (sfa). This offroad devices was selected and was placed. The balloon was inflated to 2 atm. However, when advancing the stylet a little movement of the inflated balloon was seen and then it punctured. It was noted that there was slow leak of contrast into the subintimal ¿pocket¿. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed balloon catheter was received with the micro catheter lancet. An examination of the entire length of the device could not find any tears or holes along the shaft. The balloon was examined microscopically and no tears or holes were present. However, during an attempt to inflate the balloon, liquid leaked out through the balloon tip. The inner lumen was removed from the outer and a detailed examination of its entire length found no evidence of a potential puncture hole from the lancet. The balloon distal bond was examined and no issues were noted. When the markerband was removed a longitudinal tear/slit was noted in the shaft at the location where the markerband had been bonded. No issues ware noted with the markerband or with the lancet. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a subintimal recanalization treatment procedure, a balloon rupture occurred. Vascular access was obtained via the groin. The moderately tortuous and moderately calcified target lesion was located in the totally occluded distal superficial femoral artery (sfa). This offroad devices was selected and was placed. The balloon was inflated to 2 atm. However, when advancing the stylet a little movement of the inflated balloon was seen and then it punctured. It was noted that there was slow leak of contrast into the subintimal ¿pocket¿. The procedure was completed with a different device. No patient complications were reported.